Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient required medical attention. Patient's receiver displayed a measurement of 55 before patient needed assistance. Patient was advised of the %20/%20 rule. No further medical intervention was required. At the time of the call, patient reported feeling fine.